Event description:
It was reported that there was an excessive amount of onyx reflux and it was very difficult to retrieve the catheter. Consequently, the patient had a bleed and was taken to surgery for resection. No complications were reported with the patient as a result of the event. Same event as MDR# 2029214-2010-00232.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was consumed in the event. (B)(4).